Event description:
It was reported that pericardial effusion (pe) occurred during a left atrial appendage (laa) closure procedure. Prior to the procedure, a trace pe was noted. A large access transseptal dilator was used for transseptal puncture. The physician crossed the septum posteriorly and mid. After crossing the septum, the physician was unable to see the watchman sheath in the left atrium due to imaging and small size of the la. Additionally, the physician was unable to get the versacross rf wire into the laa. The physician pulled everything back into the right atrium (ra) with plan to perform another transseptal. The pre-existing trace pericardial effusion was evaluated and appeared to be unchanged. The transseptal was evaluated and appeared to be posterior and angled posterior in the septum. The physician waited four minutes to monitor the baseline trace pericardial effusion, and again, it appeared to be unchanged. Then, the physician attempted to re-perform the transseptal. When dropping down to evaluate the tenting, the pericardial effusion was noted to be growing along the right atrium to the right ventricle and left ventricle. The patient was stable, however the physician decided to cancel the procedure out of caution. Heparin was reversed and the patient was monitored. The patient was discharged same day. The physician suspects the was sheath may have hit the posterior wall while crossing the septum. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.